Manufacturer narrative:
(B)(6). A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The logs for the navigation system were reviewed by medtronic personnel. The log analysis found no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A medtronic representative reported that, while in an electrode and probe placement, the navigation system became intermittently unresponsive. During the procedure, the navigation system became unresponsive, shut down and restarted without prompt by a user. The reported issue occurred when navigating the 6th of 7 electrodes being placed. The surgeon then opted to cancel the procedure and the remaining two electrodes have not been placed. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue.